Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) lead and pacemaker. Review of the remote home monitoring system data revealed that there was another out of range impedance measurement approximately one month earlier. There was also oversensing of noise on the rv channel. The patient was brought in for evaluation. Upon interrogation normal impedance measurements were seen, thus the physician opted to continue to monitor the patient. No adverse patient effects were reported and the system remains in service.